Manufacturer narrative:
During preventative maintenance at zoll, the field service engineer observed that the rotar head in the thermogard xp ivtm system (sn (B)(6)) was rotating too fast, at almost 55 turns per minute. The root cause of the reported complaint was a defective I/o board. The I/o board was replaced to address the observed issue with pump rotor head. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
During preventative maintenance at zoll, the field service engineer observed that the rotar head in the thermogard xp ivtm system (sn (B)(6)) was rotating too fast, at almost 55 turns per minute. No patient involvement.